Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic. Testing of the vibration notifier was not felt by the patient. Attempt to test the notifier with the inductive wand as the rf antenna did not produce vibration. The device is subject to advisory. Further replacement actions will be discussed with the physician. No further information is available.